Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient was admitted with thrombus in ascending aorta close to the ostium of the left coronary artery. The patient was in the intensive care unit (ICU) and started on anticoagulation protocol with heparin and increased urgency on transplant list.

Manufacturer narrative:
Section d4 catalog number and UDI: corrected. Section d6a date of implant: corrected. Section h6 medical device problem code: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of thrombus in the patient¿s aorta could not be conclusively established through this evaluation. Additionally, thrombus was unable to be confirmed through this evaluation as no diagnostic images were available. It was reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 ¿introduction¿ of this document lists pump thrombosis, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there were no changes to anticoagulation or pump parameters. The patient had elevated troponins, compatible with myocardial ischemia. An echocardiogram was performed. The patient was transplanted on (B)(6) 2024.